Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he goes through a battery a day. Customer stated that this has been occurring since 6 months ago. Customer works in construction and has not had time to call. Customer's battery indicator does not show less than 2 bars. Customer had a no delivery alarm, low reservoir alerts, low battery alerts, and no power alarms. Customer does not wear the sensor. Customer did not receive a weak battery alert. Customer reported issues with a motor error alarm and a button error alarm. Customer's blood glucose was 94 mg/dl. Customer stated that the button error occurred about a month ago. Customer stated that the pump was in his pocket and he just went in his home. Pump was not exposed to moisture. Customer's blood glucose was 136 mg/dl at the time of the motor error. Customer stated that he was able to complete the pump rewind. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.